Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left elbow. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous left forearm. After a non-bsc guide wire crossed the lesion,a 5.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).